Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. Review of the controller log files was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course.  There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had arterial non-central nervous system (cns) thromboembolism. It was further reported that the patient began experiencing high power consumption and was hospitalized due to suspected ventricular assist device (vad) thrombus. It was also noted that the patient had elevated lactate dehydrogenase (ldh). Therapy for pump thrombosis was carried out but the patient continued to have elevating power and ldh. The patient had recurrent vad thrombus despite aggressive anticoagulation and therapeutic international normalized ratio (inr). A decision was made to stop therapy for pump thrombosis due to several failed attempts and the patient was discharged to hospice care. The device remains in use. No further patient complications have been reported as a result of this event.